Event description:
It was reported that the pump was alarming "air in line" when there is no air in line was experienced. Unknown/no patient injury).

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, air detector was tested on the pressure station and messages displayed air in line detected and alarmed. The reported problem was confirmed. The root cause of the reported issue was a defective air detector. Air detector was replaced., corrected data: h6: event problem patient code updated.